Event description:
It was reported that the customer passed out and experienced a seizure while connected to the tandem insulin pump, allegedly due to overriding insulin pump to deliver manual insulin overrides. The report noted the dexcom was disconnected. There was no reported adverse impact on the customer's blood glucose level beyond the seizure incident and no report of intervention being required for the assumed episode. The technical support team attempted to follow up with the customer on multiple occasions, but no response was received from the customer. Date of event is approximate.